Event description:
Device issue: tip detachment. Time of device issue: during the procedure. Adverse event: none. It was reported that during a procedure advancing the guide wire in the brachial vein trying to go through the subclavian vein, the tip detached from the guide wire. A snare device was used to retrieve the tip from the patient's anatomy. There were no reported adverse patient sequelae. No additional information was available.

Manufacturer narrative:
(B) (4). Evaluation summary: guide wire tip damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. Per the instructions for use (IFU), "do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage". In this case the events leading up to the separation, vessel morphology, patient disease state, and/or additional devices being used in the procedure are not known, which would have aided in the evaluation. Additionally, the devices used in the procedure were not returned, which would have aided in the investigation. Overall, based on the case description, the reported separation and subsequent device retrieval are most likely related to case circumstances, and there does not appear to be any indication of a product quality deficiency. A review of the lot history record was performed and indicates that this lot met all the manufacturing release requirements. There were no non-conforming material records associated with this lot number. Additionally, there were no other incidents reported with this part and lot combination. Manufacturing performs a non destructive tip pull test on each wire, and performs a 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.